Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Date of occurrence estimated as (B)(6) 2013.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an un-specified lesion. The xience xpedition stent delivery system (sds) was removed from the package without issue. During advancement the stent was seen to be loose on the balloon; therefore, the sds balloon was slightly inflated to secure the stent, and the sds was removed successfully. A new xience xpedition sds was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.